Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. 426908) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches,") and migraine ("migraines"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache and migraine outcome was unknown. The reporter considered headache, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2009: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received: event added as migraines / headache. Lot number and relevant lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. 426908-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches,") and migraine ("migraines"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache and migraine outcome was unknown. The reporter considered headache, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is invalid) incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 30-year-old female patient who had essure (batch no. 426908-not valid, 626908) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches,") and migraine ("migraines"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache and migraine outcome was unknown. The reporter considered headache, migraine and pelvic pain to be related to essure. The reporter commented: trailing coils : right- 5coils left -4coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion; on (B)(6) 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-aug-2020: mr received: lot number added. Reporters information, aka name of patient added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 30-year-old female patient who had essure (batch no. 426908-not valid, 626908) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches,") and migraine ("migraines"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache and migraine outcome was unknown. The reporter considered headache, migraine and pelvic pain to be related to essure. The reporter commented: trailing coils : right- 5coils left -4coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion; on (B)(6) 2009: results: total bilateral occlusion. Lot # reported (426908) is not valid. Lot number: 626908 manufacture date: 2008-04 expiration date: 2010-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.